Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted on (B)(6) 2002. It was reported that the patient underwent hysteroscopy, d&c, novasure ablation and tubal sterilization in (B)(6) 2004. It was reported that the patient underwent mesh removal on (B)(6) 2008 due to erosion. It was reported that patient underwent mesh revision/removal in 2009.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.